Event description:
Please see user facility medwatch form, #(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was there any patient consequence or change in the post-operative care for the patient as a result of the event? Were two devices involved in this event? Are the devices available for return? If yes, please provide name, address, and phone number for the shipper kit. Would you like no charge replacements? If yes, please send contact name and department. Would you like a letter with the analysis findings?